Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. MFR report number: 3004209178-2016-52669.

Event description:
The customer reported via phone call that his blood glucose got extremely low and his pre-dinner blood test was at 70 mg/dl. Customer was waiting heating the pasta and got a no delivery alarm. Customer straightened out the cannula and tried again. Customer received the alarm again and reset it. Customer stated that the line looked like it was bent. Customer stated that his blood glucose was then at 58 mg/dl. Customer stated that it should have been in the 200's mg/dl. Customer stated that he got partial doses and was supposed to get 22-23 units of insulin. Customer keeps the pump around his neck as he had a difficult time keeping the pump on the waistband when he would go to the bathroom. Customer stated that this was a past event and he did not have the product to return.